Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a loose rubber encasing on the patient cable connectors and corrosion on the battery compartment were confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(4)). The unit was evaluated at service depot and manipulation of the patient cable rubber encasing showed that it was loose due to a gap being observed between the plastic lemo connectors and the rubber. Further inspection revealed corrosion on one of the contact springs for the aa batteries in the battery compartment. No other physical anomalies were observed. The mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active. A purchase order was sent to the customer for the repairs; however, the customer declined the repairs. It was noted that the unit was scrapped. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 02dec2018. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was received for evaluation. The reason for the return was unknown.